Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown helix anomaly. This rv lead was replaced with the same model. No adverse patient effects were reported. Additional information indicated that this rv lead was not successfully implanted due to difficult placement of lead, high pacing threshold measurement and multiple attempts with retraction of helix.